Event description:
It was reported that during a pulsed-field ablation, severe interference occurred on the multi-channel electrophysiology recording system after the catheter was connected, and the electrical signals could not be displayed clearly. A cable connection issue was alleged, and replacing the connection cable did not resolve the interference or unclear signals. Upon inspection, a gel-like substance was observed inside the end of the catheter, and poor contact at the catheter tail end was identified as the main cause of the unclear electrical signals. The catheter was replaced during the procedure, after which the issue was resolved and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.